Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0872 inches. No rf processor failed selftest. This is called at power on reset, during 10:01 am testing, and during self-test noted during testing or in pump trace download. No hardware low level failures noted during testing, however, hardware low level failures was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).

Event description:
The customer reported that the insulin pump had received hardware low level failure alarms. Customer's blood glucose value was unknown. The customer states that they were able to clear alarm. The customer states they were able to rewind the insulin pump. The customer was advised to revert to back up plan. The device will be returned for analysis.